Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was beeping at night. The customer stated, they did not have any functions set, but the insulin pump continued to beep. The customer's blood glucose was 5.8 mmol/l. The customer was assisted with setting the insulin pump to vibrate mode. Customer declined to return the insulin pump for analysis.